Event description:
"Medical - ref: (B)(4), lot: 5380508, exp: 2017-10- wire connecting handle to basket broke in two at the point nearest the handle while in use by md in lithotripsy. The part that broke was never inside of patient. Wire and basket apparatus and stone were retrieved by md from patient without incident." "Md stated that the patient was never in any danger, but that she wanted to report the incident for the sake of instrument quality control."